Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 24 mmol/l. Customer had issues with auto mode. Customer did not wait, did not do a correction and went to bed and blood glucose required in the night for 1 hour above 13.9 mmol/l and they did not response and went to safe basal. Customer stated that no blood glucose entered because he was sleeping and when awake was in manual mode with a blood glucose of 24 mmol/l. Customer stated that the auto mode feature was not active at the time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.